Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. No anomalies were found. Concomitant medical products: 355148 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on atrial tachycardia (at)/atrial fibrillation (af) episodes and small p waves. A possible fracture was suspected. Also, the implantable cardioverter defibrillator (ICD) was at end of service (eos) due to a charge circuit timeout. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the reported charge timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery or an external supply. The results were consistent with the device battery causing longer charge times. Based on destructive analysis, no internal short occurred in the battery. There was localized lithium discharge along the anode edge and near completed lithium discharge in turns 4-6, but no well-defined lithium isolation. This resulted in a reduced lithium anode surface area and an increased battery resistance. The increased battery resistance would results in an increased charge time during device use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.